Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient experienced pocket bleed at the implantable pulse generator (ipg) site. The patient received 5 sutures to ipg site and tranexamic acid topical dressing. The patient is a participant in the post approval clinical surveillance product surveillance registry. The ipg remains in use. No further patient complications have been reported as a result of this event.